Event description:
Abbot freestyle libre 3 plus sensor claiming multiple low readings per day and also multiple times per night for over a week. Prior sensor was having similar problem. Sensors are not on recall list but should be as very misleading. Sensor keeps reporting false low readings of 40 points or more regularly. At one point finger blood check showed 100 point difference to sensor. Have been using product for 3 years. Recent sensors are abnormally bad. There needs to be an additional recall. Serial number (B)(6) lot t60003831 expiring 6-30-2026. Abbot keeps having me return and sends replacement but this needs to be fixed. Pt code: 4582. Device code: 2460. Ref report: mw5184459.